Event description:
The consultant has concerns about our reclaim stem, in particular the non-fluted portion of the distal stem, just below the taper junction. His worry is that in the smaller diameter stem sizes, i.e. 14 and 15mm, this smooth portion of the stem is actually wider than the fluted portion of the stem below it, resulting in a fixation point on the smooth portion and leading to distal shielding. The consultant has had one case in which he believes this has happened, and the stem is now toggling distally and due to be revised. I have no details of the patient that the consultant believes this toggling effect has happened in, because the stem has not been revised yet - if it is, it may not be revised to another depuy stem, and so we may have no knowledge of it. I am filling in this complaint form following guidance from the complaints administrator, so that this can be logged as a potential issue for the stem, but cannot provide any further details.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.